Event description:
Natrelle silicone filled breast implants style 15 put in 10 years ago. Chest tightness especially in left side. Swollen lymph node in left side of neck. Both of these side effects have been going on for several months. FDA safety report ID # (B)(4).